Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt pain at their implant site which radiated down their left arm. As well, the patient felt a knot where their device is located. Follow up was conducted and it was noted that the patient had been seen since their call to the company. There were no product malfunctions and their symptoms were not related to their implantable pulse generator (ipg). It was noted that the pocket revision conducted four months ago included the use of an antibacterial envelope. Follow up was conducted again to determine why there was a pocket revision to no avail. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.